Manufacturer narrative:
No conclusions can be made. The patient's attorney alleges that the patient had subsequent surgical intervention and "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient"; however, no details have been provided. No lot number has been provided; therefore, a review of the manufacturing records is not possible. This emdr represents the bard/davol ventralex mesh (device # 2). An additional emdr was submitted to represent the bard/davol composix kugel hernia patch (device #1), the bard/davol ventralex mesh (device # 3) and two bard/davol ventralight st (device # 4 & 5) should additional information be provided, a supplemental emdr will be submitted. Not returned.

Event description:
Attorney alleges that the patient underwent surgery for implant of unspecified bard/davol composix kugel on (B)(6) 2013, ventralex (x2) on (B)(6) 2014 and ventralight st (x2) on (B)(6) 2018. It is alleged that the patient had revision surgeries on (B)(6) 2018 and (B)(6) 2019. As reported, the patient is making a claim for an adverse patient outcome against all devices. Attorney alleges general allegations for "past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient." It is also alleged that the patient experienced emotional distress and the device was defective.